Event description:
It was reported that an infection occurred and there was vegetation on the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).